Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The physician intended to use an intrakit device. No damage noted to intrakit packaging. The device was removed from packaging per IFU, inspected and prepped per IFU with no issues. The device was properly hydrated. The dilator hub broke when disengaging from the sheath however did not totally detach. The sheath was removed due to the dilator issue. The wire that came with the kit had been removed before the hub broke. No resistance advancing the device, excessive force was not used. Right arm radial access used. No patient injury reported.

Manufacturer narrative:
Product analysis: photographs provided by the account show the dilator sheath broke at the hub. This is consistent with the return device. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis summary: received for analysis was one 6f intrakit dilator with original packaging. As received, the dilator sheath is broken at the hub, with a small amount of material still attached. If information is provided in the future, a supplemental report will be issued.